Event description:
Ett cuff ruptured prompting a need to re-intubate the patient. During re-intubation he vomited and aspirated gastric contents. Pt had several cardiac arrests during this admission. Cuff was not over inflated.